Event description:
It was reported that the customer was hospitalized with low blood glucose of 30mg/dl. At the time of reporting the customer's blood glucose was 146mg/dl. He or she stated that the low blood glucose may have been caused by manually administering too much insulin prior to receipt of the insulin pump. The customer further inquired about how to program the insulin pump. No equipment was returned. No additional information was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.